Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the device leaked when infusing the drug into the patient using a 10ml syringe. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath piccs was confirmed, but how or when the catheter was damaged cannot be verified. 2 fr per-q-cath PICC was returned for evaluation. The PICC was received with the stylet in the lumen. The stylet in sample had been retracted and the tubing had been trimmed at the 20cm depth mark. Blood residue was observed on the external surface of the tubing between the 16 and 17 cm depth mark. A functional test revealed a weeping leak between the 3 and 4 cm depth marks. Each leak site was microscopically examined. A split was found in the tubing at each leak site. Sample exhibited two short splits in the circumferential direction. The catheter was cut longitudinally to examine the leak sites from within the catheter, which revealed similar damage on the internal surface of the tubing. It is possible that the catheter was damaged by the stylet if the tubing was compressed over the stylet. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ manipulation of the stylet within the lumen can also damage the catheter is the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. Since the stylet had been manipulated within each catheter, the damage may have occurred during use. A lot history review (lhr) of rebs1992 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported the device leaked when infusing the drug into the patient using a 10ml syringe. There was no reported patient injury.